Manufacturer narrative:
Insulin pump received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, no delivery test, displacement test and verify unexpected restart alarm or scrolling numbers display anomaly due to blank display. Pump had severely scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 129 mg/dl. After troubleshooting, display screen did return and insulin pump received an unexpected restart test. Display screen went blank again after attempting to run a self-test. Customer was advised that insulin pump would need to be replaced.